Event description:
Revision surgery - reason for revision unknown. Encore received a delivery ticket that indicated a revision surgery. Encore has requested additional information from the sales agent. When the information is received, a follow-up report will be submitted.